Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using drivers for a posterior fusion and corpectomy . It was reported that the driver tips sheared off during hardware removal. Broken fragments were recovered and alternative instruments used. The instruments broke and there were no fragments of the instruments remaining in the patient's body. The driver broke during the extension/revision surgery. We used alternative drivers to remove the implants. There were no patient symptoms or complications as a result of the event. The patient came in contact with the instruments. The pre-op diagnosis was extension/ revision of fusion. The levels implanted were t4-t9. There was no treatment or additional surgery performed as a result of this event. Medtronic products were used in the initial surgery and had no malfunction that resulted in the revision surgery. Patient suffered subsequent injury after initial surgery and required additional stabilization. The products will be replaced by medtronic products in the future. The patient's medical history includes obesity. No further complications were reported/ anticipated.